Event description:
It was reported that the patient's pumps were alarming no disposable when in use with cassette. No further details provided. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device manufacture date is unknown. The device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.